Manufacturer narrative:
Additional informaiton: h3: the disassembled small glenoid baseplate inserter reported may have been due to the device being subjected to repeat forces over numerous surgical uses, which led to failure of the weld holding the dowel pin onto the baseplate inserter, and ultimately resulted in disassembly of the subcomponents.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6: medical device problem code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h1 / h2, corrected to malfunction. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported from japan that while the surgeon was removing the subjected base plate inserter from the impactor after placing of glenoid small base plate, an attachment of the inserter was disassociated. At closure, fixed small pin was found out in suction device (filter). It seemed that fixed small pin was dropped from it during the above step. The surgeon re-placed a small pin after this surgery so that the returned subjected item looked non-defective/good one. No patient information available.